Manufacturer narrative:
Device is combination product. Device evaluated by MFR.:synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the most proximal stent struts were damage with stent struts pulled distally and lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during preparation when the stent protector was removed. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage. This type of damage most likely occurred during handling of the device prior to the procedure. A visual and tactile examination of the hypotube found a multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and the visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. When a 3.00 x 20 synergy drug-eluting stent was removed from the hoop during preparation, it was noticed that the proximal edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. When a 3.00 x 20 synergy drug-eluting stent was removed from the hoop during preparation, it was noticed that the proximal edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.